Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, blood was leaking from the hemostasis valve prior to inserting the catheters. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The introducer was discarded.